Event description:
The device wsa used during a pneumonectomy procedure. Reportedly, there was bleeding from the staple line. The surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.